Event description:
An ipp device was implanted on 9/22/95. A revision surgery was performed on 4/19/96 to straighten cylinders. The cylinders were removed from the patient on 10/29/96-left cylinder implanted only. On 3/17/97 the pump and reservoir were removed from the patient, due to a malpositioning of tubing around penis, and replaced.